Event description:
The customer stated "initial complaint from our customer: the laser fiber tip, after being used for a relatively short time, frayed/disintegrated excessively. The laser was the same laser used in the above case. A second fiber was opened and used on this case after I got the picture. Lot number of this fiber is not available. The laser was not set on a low wattage of 2 watts at that time. On (B)(6) 2012, add'l info: the fiber was in the pt at the time that the blue insulation on the outside of the fiber "exploded" - the end frayed. It is unk if any pieces fell off into the pt or not - nothing was noted at the hospital per (B)(6). This device was discarded after the procedure but a picture of it was obtained."

Manufacturer narrative:
Multiple attempts were made, however, the customer was unable to be contacted for a f/u call regarding pt outcome. (B)(6) (distributor) was not informed of any adverse effects to the pt.